Manufacturer narrative:
Quave clinic 701 golf view drive medford or 96080 united states additional suspect medical device components involved in the event: model: tcn-10 serial/lot: (B)(4) description: nitinol tc electrode 10cm quantity:1 model: tcn-10 serial/lot: (B)(4) description: nitinol tc electrode 10cm 3m cable quantity:1 model: tcn-15 serial/lot: (B)(4) description: nitinol tc electrode 15cm quantity:1.

Event description:
Device evaluation performed on the returned electrodes tcn-10 (lot 013017) and tcn-10 (lot 110916) showed that the epoxy was discolored and a chip out. The color of newly cured epoxy is amber, light brown. If the epoxy is subjected to too many autoclave cycles it becomes brittle and discolored. This failure mechanism is due to external mechanical force and thermal stress associated with multiple autoclave cycles. Evaluation of tcn-15 (lot 052715) revealed a chip out. This failure mechanism is due to external mechanical force.